Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient exhibited symptoms of nausea, soreness, lightheadedness, vomiting, sweating, headache, inability to eat or drink and stomach aches. The patient stated they were conscious but short of breath and had difficulty moving due to tachycardia and diabetic ketoacidosis (dka). The patient had reportedly been taking unspecified insulin prior to the event. There was no information of dexcom cgm values, alerts, or alarms, or bg in relation to onset of symptoms. The patient's spouse reportedly called an ambulance. Emergency medical services (ems) checked the patient's vitals and initiated an unspecified IV and transported the patient to the hospital. There, the patient was monitored further with vitals and testing including ketones and blood work. The patient received medical intervention of unspecified insulin, glucose tests, saline drips, oral and IV potassium, and other various treatments for several days. The patient was treated in the intensive care unit (ICU). There was no information about how long the patient was in the ICU. At the time of the report, the patient was okay. At an unspecified time during the event, the sensor was reportedly inaccurate with bg 163 mg/dl while the cgm was 230 mg/dl. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.